Manufacturer narrative:
The actual date of event is unknown. Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the nurse noticed an air bubble in the line, but they caught it before it reached the patient. There was mention of a possible over infusion on patient. There was patient involvement but no harm.

Manufacturer narrative:
Correction: describe event or problem. Omit: b17 - device not returned, c20 - no findings available, d15 - cause not established. Additional information: device available for eval?, returned to manufacturer on, imdrf annex b,c and d codes.

Event description:
It was reported that the nurse noticed an air bubble in the line, but they caught it before it reached the patient. There was mention of a possible over infusion on patient. There was patient involvement but no harm. Bd later learned after a site visit the following extra information: reporter #1: the pump continued to infused while no fluid was in the IV bag. The safety chamber was empty and the infusion pump was still infusing. IV fluid in IV primary line was 10 inches of fluid from the patient and the rest of the IV line was dry. The IV pump was alarming and then rn was at bedside. The infusion immediately stopped and a new bag was hung and the line flushed through the entire IV primary tubing. Reported tested the pump with an IV set and matching lot number in the incident, to confirm the reported air in line. They ran the rest with a set dry and the air in line was confirmed. Reporter #2: event was discovered by a clinician walking by the patient room when they heard the alaris system alarming. The lactated ringers was a 1000ml bag. Pitocin infusion was y-sited into the port of the lactated ringers below the pump module. The infusion was infusing, then they heard a beeping alarm and went into the patients' room. The IV bag was empty and air was noted in the IV line near the patient. The clinician stopped the infusion when the alarms were occurring, and noted that it sounded like an air in line alarm. Reported #3: the pump module was alarming for air-in-line and air was noted in the tubing almost to the patient.

Manufacturer narrative:
Omit : b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Additional information: device eval by manufacturer?, imdrf annex a, g, b, c, d codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the report of an air bubble in the line was confirmed during the log review but could not be replicated during extensive laboratory testing. The possible over infusion was not confirmed through a review of the logs or reproduced during laboratory testing. The returned pump module alarmed for air in line appropriately at the 250 l configuration threshold settings. Laboratory test results performed on the reported suspect device confirmed the pump module to be within specification for rate accuracy and was operating as intended, with no signs of unregulated flow observed. Error log review showed no relevant errors recorded for the suspect pump module and concomitant pcu. According to the pcu event log review the last infusion recorded was on 09 january 2025. At 1:30 pm the suspect pump module was attached as channel a, and the pump alarmed for ¿safety clamp open¿. A minute after an infusion with rate of 25 ml/h and vtbi of 2ml was programmed. At 1:32 pm the pump module alarmed for air in line for seventeen (17) seconds, and the module was turned off. Between 1:33 pm to 1:34 pm the pump module was attached as channel a, the user cleared the infusion values and a new infusion with rate of 250 ml/h and vtbi of 25ml was programmed, the unit alarmed for air in line for around twenty-three (23) seconds and the pump module was turned off. There is no record of further infusions. The alaris system user manual (v12.3.1), states within warnings and cautions, ¿to prevent a potential free-flow condition, ensure that no extraneous object (for example, bedding, tubing, glove) is enclosed or caught in the pump module door.¿ the alaris system user manual, door keypad artwork, and the quick reference guide remind the user to ¿close the roller clamp before opening the door¿. The bd alaris pump module air in line tip sheet states that when inserting the tubing into the ail detector, use a fingertip, and firmly push tubing toward the back of the ail detector. Close the roller clamp on the tubing set and pause the channel before replacing a fluid container to avoid air from entering the IV tubing. Allow solutions to warm to room temperature, if possible. (When infusing a chilled solution, air bubbles may form as cold solutions begin to warm). The pumping mechanism was disassembled during the internal inspection. The mechanism assemblies cannot be reassembled since manufacturing performs several tests not available to dchu, repair center, or the facility. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Note to repair center: please replace the mechanism assembly as it was disassembled during the investigation. Mechanism assemblies cannot be reassembled since manufacturing performs several tests not available to designated complaint handling unit (dchu), repair center or the customer. This may be charged to dchu. Repair center should follow their normal processing of the device, looking for any incidental issues prior to returning it to the customer. Dchu will not be picking up the cost of the incidental repairs. Root cause: the report of an air bubble in the line was confirmed during the log review but could not be replicated during extensive laboratory testing. The possible over infusion was not confirmed through a review of the logs or reproduced during laboratory testing. The returned device was fully evaluated, and no issues or anomalies were observed during the log review and laboratory testing.

Event description:
It was reported that the nurse noticed an air bubble in the line, but they caught it before it reached the patient. There was mention of a possible over infusion on patient. There was patient involvement but no harm. Bd later learned after a site visit the following extra information: reporter #1: the pump continued to infused while no fluid was in the IV bag. The safety chamber was empty and the infusion pump was still infusing. IV fluid in IV primary line was 10 inches of fluid from the patient and the rest of the IV line was dry. The IV pump was alarming and then rn was at bedside. The infusion immediately stopped and a new bag was hung and the line flushed through the entire IV primary tubing. Reported tested the pump with an IV set and matching lot number in the incident, to confirm the reported air in line. They ran the rest with a set dry and the air in line was confirmed. Reporter #2: event was discovered by a clinician walking by the patient room when they heard the alaris system alarming. The lactated ringers was a 1000ml bag. Pitocin infusion was y-sited into the port of the lactated ringers below the pump module. The infusion was infusing, then they heard a beeping alarm and went into the patients' room. The IV bag was empty and air was noted in the IV line near the patient. The clinician stopped the infusion when the alarms were occurring, and noted that it sounded like an air in line alarm. Reported #3: the pump module was alarming for air-in-line and air was noted in the tubing almost to the patient.